Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00474.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician advanced the 5max ace catheter into the rotating hemostasis valve (rhv) and it became fractured. The 5max ace catheter was successfully removed. After advancing a new 5max ace catheter into the rhv, it became fractured as well and was removed. The procedure continued successfully using a stent retriever device. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the 5max ace was fractured approximately 1.0 cm from the hub; the 5max ace was also ovalized approximately 17.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician advanced the 5max ace catheter into the rotating hemostasis valve (rhv) and it became fractured. The 5max ace catheter was successfully removed. After advancing a new 5max ace catheter into the rhv, it became fractured as well and was removed. The procedure continued successfully using a stent retriever device. There was no report of an adverse impact on the patient. Evaluation of the returned devices confirmed fractures in both proximal shafts of the 5max aces. This type of damage typically occurs due to improper handling during use. If force is applied while manipulating the devices at an angle, it is likely that damage will occur. In addition, if the rhv was too tight during the maneuvering of the 5max aces, this would have provided resistance which could have contributed to the damage. These devices are 100% visually inspected for damage during process inspection.